Manufacturer narrative:
Visual inspection was performed on the returned device. The reported material separation (suture) could not be tested/confirmed since the component was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent information was received: there was no difficulty experienced when advancing the devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two proglide devices with a 7f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. Another proglide device was successful but suture breakage occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.